Event description:
Patient samples were tested for urea nitrogen (bun) on a dimension exl 200 instrument. The results were then reported as urea without the proper conversion from urea nitrogen to urea, causing the urea results to be reported as falsely low values. The physician(s) questioned the results. No corrected reports were issued and it is unknown how many samples were affected. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low urea results.

Manufacturer narrative:
The operator of the dimension exl 200 instrument wanted to convert bun results to urea results, which is done by multiplying the bun results by 2.14. The operator entered the conversion factor of 2.14, but did not save the entry. The bun results were reported as urea results without being multiplied, causing them to be falsely low. The operator contacted siemens service personnel who entered and saved the conversion factor on the instrument. The cause of the discordant, falsely low urea results was user error. This instrument is performing according to specifications. No further evalution of the device is required.